Event description:
A report was received that the patient's pocket site was not healing properly. The physician explanted the patient's ipg as the pocket site was consistently not healing. The paddle lead remains implanted in the patient.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.